Event description:
It was reported that this lead exhibited low impedance that dropped to 250 ohms. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).